Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic. Upon interrogation, the left ventricular (lv) lead exhibited oversensing of noise. No intervention was performed in response to this event. The patient did not suffer any adverse consequences throughout the event.